Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.2, 2.2, 2.5. Pt's therapeutic range: 2-3 inr.